Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged the machine produces some black particles and it is clearly visible in the tubing and inside the water compartment of the device. The patient also alleged having severe respiratory issues, severe neuromuscular disease (als), sleep apnea, sinus infection, severe asthma, headaches, shortness of breath, gasping for air, heart issues, pain in nasal way and lungs. The patient hospitalized, taking breathing treatment, oxygen therapy, hyperbaric oxygen therapy for sinus issue. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2021-05294 .this report was submitted as a duplicate report of the previously submitted report.